Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was not confirmed. A visual inspection of the device was performed and there was no fracture or break observed. A manufacturing review was completed and there were no discrepancies found. No further investigation is required.

Manufacturer narrative:
The customer has indicated that the complaint sample will be returned to greatbatch. Once the sample is received and the investigation is complete, a supplemental 3500a medwatch will be submitted with the results of the investigation. Information provided by (B)(4). Event occurred in (B)(6). Not yet received by manufacturer.

Event description:
It was reported during an unknown patient procedure that the offset reamer handle broke. No adverse events were reported as a result of the malfunction.